Manufacturer narrative:
Initial reporter city:(B)(6). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion and when the balloon was inflated, the balloon ruptured and torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 1.20 mm x 12 mm emerge balloon catheter was advanced but failed to cross the lesion and when the balloon was inflated, the balloon ruptured and torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.